Event description:
The complainant reported a patient on impella support with a cp pump. The complainant reported that the guidewire was unable to be advanced and that the pump buckled. The wire and pump were removed. Another attempt was not successful.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
B5 is being updated to a clinical narrative that was not included in the initial report. The revised b5 provides a complete event narrative. The investigation was completed and no device was returned. Investigation summary: failure to advance: the cause of the delivery issue was not determined due to insufficient clinical details.

Event description:
Clinical rationale: an 80 year old male underwent post operative surgery support following (CABG) coronary artery bypass graft with severe right ventricular dysfunction. The impella rp flex was selected for hemodynamic support. A 23 fr sheath was inserted via the right internal jugular vein without issue. Pulmonary artery access was obtained using a 7 fr arrow wedge balloon catheter, and a 0.027" wire was advanced; however, the wedge backed off during advancement. Therp flex was inserted and the sheath was flushed. During attempts to advance the pump, the 0.027" wire was pulled back, and the pump was unable to advance, causing buckling of the pump. Attempts to back the pump off the wire met resistance. The wire and pump were subsequently removed. Additional attempts using the final available 0.027" wire and then a 0.018" wire were unsuccessful. The implant and explant occurred on 12 jan 2026. Due to the inability to advance the device and lack of additional compatible wires, the procedure was aborted, and all device components were removed. The patient was subsequently transitioned to central ECMO support. Patient outcome is unknown, and no physical device inspection findings were available. The inability to advance the rp flex may have been due anatomical limitations, and the decision to switch to an alternative device was clinically appropriate.